Event description:
Mallinckrodt (B)(6) reports via e-mail four customer reported extravasation (s). This is 4 of 4. While CT diagnostic contrast media and or saline solution extravasated. IV access device, braun braunule blue 0.9 mm or pink 1.1 mm. Pt female, 50. Treatment with heparin. Pt is well. On (B)(6): mallinckrodt (B)(6) reports: CT thorax being performed with accupaque 300. Injection protocol flow 3.5ml 100ml of contrast and 40ml of saline, pressure limit 284. Approximately 80 ml extravasation.

Manufacturer narrative:
Pending investigation. Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.